Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was not receiving adequate therapy. In turn, reprogramming was attempted but to prevail. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Reference MFR. Report number: 1627487-2019-00006.

Event description:
Reference MFR. Report number: 1627487-2019-04387. Additional information received that patient underwent surgical intervention where in both leads were explanted and replaced. It was discovered during the procedure that the lead at t12 was fractured so physician decided to replace both leads. Therapy restored post -op.

Manufacturer narrative:
Date received by the manufacturer for follow-up number 2 was mar 25 2019,

Event description:
Reference MFR. Report number: 1627487-2019-04387.